Manufacturer narrative:
The valve has been returned for analysis. Following the completion of the analysis a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years post implant of this 29 mm bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve due to regurgitation and abnormal opening/closing of one of the valve leaflets. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the valve was slightly distorted and the left right commissure was detached. All leaflets were in the closed position. All leaflets were slightly stiff but flexible. All leaflets were intact except where the commissure was detached/dehisced. The left cusp was slightly prolapsed due to the detached/dehisced left right commissure. The non-coronary left commissure and non- coronary right commissures were intact. The left right commissure was dehisced, possibly related to separation of the layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post were intact. Remnants of pannus were observed on the tissue and base stitching and on some areas of the sewing ring. Pannus lined the entire circumference of the base stitching. Thin pannus encroached 1mm to 4mm on to all the cusps (inflow) and into the inferior coaptive areas of all leaflets. Remnants of pannus lined the outflow rails of the non-coronary cusp and right cusp, encapsulated the non-coronary cusp stent post and was observed on all superior coaptive areas of the non-coronary left commissure and non-coronary right commissure. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiologic evaluation revealed calcification on the dehisced area which could cause the commissure dehiscence and lead to regurgitation. Conclusion: reduced performance of the valve is attributed to calcification and host tissue overgrowth. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.